Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that the patient experienced a skin reaction around the sensor adhesive on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described skin reaction as a dry and flaky rash. Patient treats the affected area with mometasone furoate 0.1%, prescribed by his physician on (B)(6) 2015, for reported skin reactions. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).